Event description:
During a procedure, the boston scientific captivator snare (small hexagon, stiff, 13mm) failed to completely open. The team was unable to remove the targeted polyp with this device. Ref: m00562450, lot# 35461669, exp 12/10/2027.